Event description:
Rptr received 2nd degree burns on chest from the laser hair removal treatment. Rptr receives the treatment in a dr's office and stated that they have not had any problems with the treatments previously received. Due to the burns received, the device was sent back to the MFR who responded that the device was operating within design requirements. The MFR also reported that the devices specs allow for a 20% variance in the amount of energy the device puts out.